Event description:
It was reported that customer experienced pump battery that took longer than expected to charge and depleted quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support and was in process of obtaining new device, and no additional corrective actions or troubleshooting steps were documented.